Manufacturer narrative:
Event date: (B)(6) 2018. The customer was advised to replace the power switch. Philips was unable to reach the customer to confirm if the issue had been resolved. No parts were returned to evaluation. Should the customer contact philips with new information regarding the issue, a supplemental report will be filed.

Event description:
It was reported that an error code indicating an unknown restart occurred. There was no patient or user harm reported. The event date was not specified, estimate used.